Manufacturer narrative:
Analysis of the pump on (B)(6)2018 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) regarding an implantable intrathecal pump intended to deliver lioresal [1500 mcg/ml] at 563 mcg/day, indicated for intractable spasticity. On (B)(6) 2018, it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI (magnetic resonance imaging). It was reported that the patient experienced withdrawal symptoms due to the intrathecal medication being stopped. The symptoms began two days ago, on (B)(6) 2018. Per the caller, there was no MRI or other emi (electromagnetic interference) as the cause of the stall, as the patient is paraplegic and wheelchair-bound. The patient began hearing an alarm from the pump on (B)(6) 2018. It was noted that the caller had not heard the pump alarm while the patient was at the clinic today ((B)(6) 2018). The patient had already left the clinic when they contacted technical services and the logs and not been accessed. It was reported that the managing healthcare provider had them update the pump, and they thought that would take the pump out of the motor stall. Technical services reviewed pertinent info per the caller¿s inquiries, and it was indicated that they would confer with the doctor. No further complications were reported. Additional information was received from a manufacturer's representative. It was reported that the pump was explanted on (B)(6) 2018 and would be returned to the manufacturer for analysis. No further complications were reported.